Event description:
Livanova deutschland received a report that an electrical venous occluder (evo) gave an error code associated to an overcurrent on the high side of the driver. The issue occurred at setup. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). Customer stated that the issue had been occurring for some times and it was resolved by restarting the system, therefore it was thought that it was caused by a temporary communication error. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
During technical inspection at the hospital, the error was not reproduced and no other occurrence has been reported after current event. The unit is still in use at customer site with no problems, therefore no repair activity has been carried out. A device service history review has been performed and identified that the unit was manufactured in 2012 and no other similar event has been reported, neither concerning trend has been identified. Based on all the above, it cannot be ruled out that the most likely root cause of the reported event is a temporary electrical failure of the motor controller or the linear actuator of the clamp, likely due to a false contact which was definitively fixed by service technician throughout the equipment check. No other action is deemed necessary. The risk is in the acceptable region. Livanova maintains and documents periodic customer events monitoring process to evaluate actions for products improvement. Livanova will keep monitoring the market.